Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was t wave oversensing and exhibiting noise. The rv lead remains in use. No patient complications have been reported as a result of this event.